Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 82 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient endured limb ischemia. A reperfusion sheath was configured, however, the patient expired, thereafter. The placement of the reperfusion catheter was alleged as a factor in the patient's death.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that patient condition was the cause of the limb ischemia. The failure mode will be monitored and trended. Limb ischemia IFU quotes: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-0176 was provided in sections b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.